Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing (B)(4).

Event description:
It was reported the patient experienced an infection located at the ipg site. The patient's drg system was explanted and the patient was treated with antibiotics.